Event description:
It was reported that the device appropriately sensed and treated fine vt. Atp therapy intermittently treated the arrhythmia appropriately. On occasion, the atp therapy would not convert the vt, but accelerate the rhythm resulting in high voltage therapy. Reprogramming was recommended. No further information is available.